Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after device was removed there was poor sleeve function and blood dropped on nurses hand with a bd wingset pbbcs utw pp 21x.75 7 luer. The following information was provided by the initial reporter, translated from chinese to english: during use, when the collection was completed, the customer pulled out the pbbcs, she found 1ea. Sleeve not recovery and the np cannula has dropped blood on the nurse's hand and the patient's sheets.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after device was removed there was poor sleeve function and blood dropped on nurses hand with a bd wingset pbbcs utw pp 21x.75 7 luer. The following information was provided by the initial reporter, translated from (B)(6) to english: during use, when the collection was completed, the customer pulled out the pbbcs, she found 1ea sleeve not recovery and the np cannula has dropped blood on the nurse's hand and the patient's sheets.